Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was intermittent air bubble detection on the safety monitor of the perfusion system. If the monitor cable is agitated, it cuts in and out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the reported complaint was corroborated. Most likely cause was fractured/intermittent solder connections at the air bubble detector (abd) cable connector resulting in false air detection alarm. The abd cable connector on the back of the safety monitor was completely missing from the printed circuit board (pcb) as received for evaluation. The product surveillance technician (pst) found the part within the plastic pcb cover of the abd board. The connector was resoldered to the board for testing, to rule out additional potential causes. The abd connector must be replaced, as the four corner mounting pins are broken off. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.